Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: incident_description: continuous air in line drip chamber 1/2-2/3 filled tubing properly loaded IV line primed through pump used prime function to remove air in line alarm recurred, re-prime opened door, remove and visualize tubing tap tubing section and observe for bubbles visible bubbles, used alcohol pad and wiped segment of tubing between the silicone pump segment and green clamp, reload tubing and restart alarm recurred, changed tubing upstream and downstream occlusions, no issues with patients line IV site, tubing clamps open, no kinks pressure adjusted and infusion restarted, alarm recurred changed the tubing.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.